Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a class d, flow-limiting dissection of the left common femoral artery (cfa) occurred post-atherectomy. The left cfa target lesion was 80% stenotic, of soft plaque morphology, and was 40 mm in length. Two patent run-off vessels were present prior to therapy. The lesion was treated with a 2.25 solid crown oad which was spun at low speed for one run (22 sec) and at medium speed for one run (15 sec) for a total run time of 40 sec. The residual stenosis was 60%. At this time, a left cfa dissection was noted. It was treated with a 5 x 40 mm pta balloon followed by a 6 x 40 mm fox balloon inflated twice to 6 atms each for a total inflation time of 2 mins. A 6 x 40 mm supera stent was then placed and the residual stenosis was 0%. No add'l info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report# 40 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).